Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a moderately tortuous artery. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with different device. No patient complications were reported.